Event description:
Customer's father was contacted through an outreach program to discuss customer's hospitalization. Customer was in the hospital for two days due to diabetic ketoacidosis. The issue was caused by dehydration and ketones. Customer's ketones would go away for a day but return the next day, so she was taken to the emergency room. Her blood glucose was in the 300s mg/dl. She was treated with an IV drip and the insulin pump was removed. After four to six hours, customer was taken to another hospital to be admitted for diabetic ketoacidosis, ketones, and high blood glucose. She was released after two days. The cannula was not bent. Customer has seen her endocrinologists since and her settings have been adjusted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).